Event description:
It was reported that the usb port of the pump was damaged, preventing connection with the tandem cable. There was no reported impact to the customer¿s blood glucose level. The device is being returned for evaluation, and a replacement pump is expected to be provided.